Event description:
It was reported that this pacemaker system exhibited noise that prevented atrial pacing on the right ventricular (rv) channel. Technical services (ts) reviewed the data and discussed this was normal device function. Upon review, ts also noted pacing inhibition for longer than two seconds. Ts also mentioned the rv lead was set to unipolar pacing and sensing after a sudden increase to an out-of-range pacing impedance measurement. It was also noted this rv lead exhibited loss of capture (loc) and the lead would be revised. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.